Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe plunger is difficult to move. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: a device history record review was performed for the provided lot number (8185572). The review did not reveal any quality issues during the production process that could have contributed to the reported incident. As neither a picture sample nor a physical sample was available for return, a thorough sample investigation could not be completed. Due to the absence of the sample, the reported incident could not be substantiated. Based on the limited investigation results, an exact cause for the reported incident could not be determined.

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe plunger is difficult to move. No serious injury or medical intervention was reported.